Event description:
Pt underwent percutaneous transluminal angioplasty. Upon removal of the balloon dilatation catheter (following rupture of balloon). The tip of the catheter and or the sheath portion of the catheter was apparently dislodged in the pt. It was not possible to visualize piece on radiologic exam. Eventually, piece lodged in location which resulted in blockage of arteries (2) and resulted in damage to kidney.